Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi is for the revision of the patient's hip in 2009. In providing information for a revision of the patient's left hip on (B)(6) 2022, rep provided a usage sheet from approximately 2009 and a catalog and lot code for a stem manufactured in 1997. Rep acknowledged the approximate 2009 procedure was of a stryker hip, but could not access any prior records to determine the reason for revision, the devices revised, or if a stryker rep was present.